Event description:
Patient has tried 3 different sensors from the same lot all give the same message that say "sensor is not working" and continues to give same message after the calibration time is over. Patient has been using these sensors for about 7 months.